Event description:
It was reported that "the handle became dislodged during surgery, thus rotating making manipulation impossible." No pt injury.

Manufacturer narrative:
The actual device was discarded at the hospital. Without the device to examine, we are unable to investigate the reported complaint. We are considering this complaint closed.